Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining functions. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery had low capacity while supporting a patient. There was no reported adverse patient impact.

Manufacturer narrative:
Review of the battery's system management (smbus) data revealed no abnormalities pertaining to the battery's capacity. The battery passed all sections of evaluation testing and demonstrated sufficient capacity within syncardia's acceptance criteria during the discharge test. The investigation found no evidence of a device malfunction. Over time, the freedom onboard battery's run-time will decrease as its cycle count increases. A battery's cycle count is indicative of how many times the battery has been drained and recharged. Though the battery's run-time will decrease as expected, the battery passed syncardia's acceptance criteria and showed no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5069 follow-up report 1.